Manufacturer narrative:
(B)(4). Final analysis found normal device characteristics.

Event description:
It was reported that the patient had been experiencing phrenic nerve stimulation since the left ventricular lead implant. The lead was explanted and replaced on (B)(6) 2014.